Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss/hair loss/hair didn't start growing back") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, fatigue, gastrointestinal disorder, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, fatigue, gastrointestinal disorder, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure. On (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following one/ones concerning the injuries reported in this case, the following one/ones : hair breakage quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the follow up (3) received from (B)(6) 2019 is for another plaintiff, therefore the event 'I also had severe hair loss and breakage, my hair didn't start growing back' was deleted. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, ovarian cystectomy, cervicitis, endocervical squamous metaplasia, anemia, adenomyosis and menses irregular. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss/hair loss/hair didn't start growing back") and abdominal distension ("bloating"). The patient was treated with surgery (robotic-assisted vaginal hysterectomy, left ovarian cystectomy, cytoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding, fatigue, gastrointestinal disorder, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, fatigue, gastrointestinal disorder, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain. Product removal date updated from (B)(6) 2012 to (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral essure device positions are within located appropriately as described. Bilateral fallopian tube appear effectively blocked as described.. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following one/ones concerning the injuries reported in this case, the following one/ones : hair breakage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: mr received. Reporter information, patient medical history, lab data, rcc added. Product removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss/hair loss/hair didn't start growing back"), abdominal distension ("bloating") and trichorrhexis ("hair breakage"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, fatigue, gastrointestinal disorder, alopecia, abdominal distension and trichorrhexis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain and trichorrhexis to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following one/ones concerning the injuries reported in this case, the following one/ones : hair breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received : plaintiff reported, she had a severe hair loss and hair breakage. Her hair didn't start growing back. She did not handle an essure procedure and had a complete hysterectomy due to this. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, fatigue, gastrointestinal disorder, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, fatigue, gastrointestinal disorder, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Case became incident. Previously reported event injury is replaced with new events: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, gi conditions, hair loss, bloating. Lab data added. Reporter information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.